Event description:
It was reported that the patient presented for the routine implant of the left ventricular lead. After the guidewire was advanced through the lead the electrical parameters were unmeasurable. The physician believed that the lead lumen was damaged or defective. A replacement lead was used to successfully complete the procedure. There were no patient consequences.

Manufacturer narrative:
Further investigation will not be required as the device has not been returned.